Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.1 was failed. A field service engineer shut down the station, reseated the row board cable, and rebooted the system. The drawer came back online and was tested successfully in the hardware test application (hta), confirming proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es hardware failure was observed on main drawer 3. The customer rebooted the device and attempted to recover the drawer; however, the issue still persisted. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.